Manufacturer narrative:
A review of the device history records and complaint history review could not be performed as the lot number was unknown. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that: the patient complains of pain in his hip and groin area. The patient called to get a case number. He was advised to follow up with the surgeon and the investigation process was explained to him.